Event description:
Boston scientific received information that during a follow up visit, this atrial lead exhibited pacing impedances greater than 2,000 ohms with loss of capture and no sensing. The device was reprogrammed to vvir configuration and atrial lead replacement was to be considered at the time of device replacement in the future. The patient will be monitored closely. No adverse patient effects were reported.

Manufacturer narrative:
The atrial lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.